Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt's ECG "d" dome having a bent dome pin, causing the ecgs to be non-functional. The belt did not pass falloff testing. The root cause for the broken dome pin could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.